Event description:
Arjohuntleigh received a customer complaint where it was indicated that the patient was being transferred on the hoist from his ensuite toilet to his chair in the living area of his room. He was assisted by two healthcare assistants; one of the ladies was reversing the hoist out of the ensuite and the other was steadying the resident whilst he was in his sling. As they reversed the hoist from the bathroom into the room, they had a small space to turn the hoist left to face patient's living area. As they tried to turn the hoist on the newly layed deep pile carpet, the castors did not swivel to the direction the carers were pushing. This caused the hoist to topple over sideways and rested against the bed. The patient, despite being shook up was unharmed by the incident. One of the caregivers was hit by the leg of the hoist and as the result of the event, bruising on her knee occurred.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided upon conclusion of the investigation. Importer ref# 1419652-2015-00016.